Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
Patient reported infusion set cannula was bent event occurred on (B)(6) 2026. The event occurred within three hours of insertion. The insertion site was abdomen. This led to high blood glucose level for which the patient treated with correction bolus via pump. No further information available.